Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported on (B)(6)2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip (cds0706-xtw lot: 50212a1008) had single leaflet device attachment (slda) from posterior leaflet due to interaction with second clip. A mitraclip xt was implanted to stabilize the slda. The mr was decreased to grade 2-3 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.